Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, nonsustained lead noise episode due to post-paced t-wave oversensing was observed. The device was reprogrammed.